Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transcatheter arterial chemoembolization (tace) treatment. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was returned detached from the unit. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal conditions. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated. A slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate functionality. The device operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence without issue. The csi insertion/withdrawal test could not be performed due to the frayed/split/torn condition of the sealant sleeves, which impeded passage into the applicable cordis laboratory sample csi. A high-magnification microscopic inspection was performed to evaluate the sealant and sealant sleeves. This analysis confirmed partial exposure of the sealant and the presence of a frayed/split/torn condition on the sleeves. Verification of sheath compatibility could not be performed, as the csi was not returned. Additionally, insertion/withdrawal testing using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transcatheter arterial chemoembolization (tace) treatment. Additional information was requested but not provided. The device will be returned for analysis. Addendum: per product evaluation, the sealant was partially exposed but still mounted on the unit delivery shaft. In regards of the sealant sleeves conditions a frayed/split/torn condition was observed.